Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the non-tortuous left anterior descending artery. Following pre-dilatation with a 2x20mm non-boston scientific balloon, a 2.50 x 48 synergy ii drug-eluting stent was deployed at 17 atmospheres. A proximal edge dissection was noted. A 3.50x12 synergy stent was deployed to treat the dissection. Post dilation was performed with a 3.0x15mm balloon catheter. The procedure was completed. There were no further patient complications reported and the patient remained stable.

Event description:
It was reported that vessel dissection occurred. The 80% stenosed target lesion was located in the non-tortuous left anterior descending artery. Following pre-dilatation with a 2x20mm non-boston scientific balloon, a 2.50 x 48 synergy ii drug-eluting stent was deployed at 17 atmospheres. A proximal edge dissection was noted. A 3.50x12 synergy stent was deployed to treat the dissection and the procedure was completed. There were no further patient complications reported and the patient remained stable. It was further reported that there was a little resistance delivering the stent due to the mild calcification but the synergy stent was able to cross the lesion well. The proximal area was post dilated to get maximum lumen proximally, the intima of the artery became dissected by the strut of the synergy stent.